Event description:
It was reported that during a robot-assisted low anterior resection, the device did not function. The tissue compression scale backlight was illuminated. Another device was used to complete the case. There were no adverse consequences to the patient. No further information available.

Manufacturer narrative:
(B)(4). Batch # 246a86. Device analysis: the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the cdh25p device arrived with no apparent damage. The anvil was received with a cut washer and there were staples present in the device. Due to staples present on the device is possible that the returned anvil does not belong to the returned device since anvils are interchangeable with the same product.  When the battery was installed the green checkmark was not illuminated, indicating that the device was not fired. During the functional test, an attempt to fire the device throughout the firing range was unsuccessful. The device was disassembled to verify the condition of the internal components and cracks were observed in the conductive traces of the flex circuit (connector contacts). It was determined that the cracks in the flex circuit prevented the anvil detect circuit from functioning thus preventing the device from firing. After disassembly, the device was tested for functionality. It was manually assisted with a test washer: the device was fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident confirming that the experience was due to the damage in the flex circuit. However, a missing staple was noted. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. The damage observed on the flex circuit has been correlated to the design. No conclusion could be reached on what caused the missing staples. It should be noted that all devices are inspected 100% for staple presence by an automated vision system, and are visually inspected 100% as a final check. In addition, at finished goods the devices are visually inspected based on a sample. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Manufacturer narrative:
(B)(4) date sent: 06/03/2022 additional information received: the procedure was not converted. The anvil was used as it was and another device was used to complete the case. The patient¿s condition is stable.